Event description:
A pt developed an infection ((B)(6)) in their neurostimulator pocket, which was located in the right buttock. The pt was admitted to a hospital. A new neurostimulator pocket was created in the pt's left buttock. The pt was prescribed ciprofloxacin. The pt was to change the surgical dressings and re-pack the infected wound site every day. A f/u with their physician/principal investigator was scheduled for (B)(6) 2010. The pt's outcome was not reported. Additional information will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).